Event description:
It was reported before use, the physician inserted the transeptal needle into the dilator and sheath and felt resistance. The needle was retracted out of the sheath and some of the dilator material was observed on the tip of the needle.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. (B)(4)